Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of difficulties breathing. The manufacturer was made aware of this complaint through a representative of the customer. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of difficulties breathing. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There was 8 error code found. The manufacturer service center concludes that there were no visible foam degradation and unit passed final test. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.